Manufacturer narrative:
The reported complaint was not confirmed as a complaint sample was not received for manufacturer evaluation. A s such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal leak. The blood leak was visually observed in the dialysate. No damage was identified on the dialyzer. The machine alarmed 25 minutes into the patient's treatment. Estimated blood loss to the patient was 350ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment w/a new set-up on a different machine. The sample was requested and was not returned for manufacturer evaluation.